Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/21/2016. The fse stated the waste pump was defective causing the overflow of the bath and vic. The fse replaced the waste pump resolving the leakage. The fse did not find an issue with the controls. However, he replaced the vacuum pump, rbc bath, rbc count valve, air filter, waste filter, and hgb lamp as part of preventative maintenance. He adjusted the rbc and platelet (plt) calibration factors due to the replacement of all the parts and recommended the customer perform an s-cal calibration. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported approximately 5 mls of uncontained fluid leaked from the white blood cell (wbc) bath and vacuum isolator chamber (vic) in a coulter ac·t diff 2 analyzer during startup. There were no error messages reported by the customer at the time of the event. However, the customer also reported the red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and indices recovered low on controls just prior to the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, goggles, and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.